Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a patient was hospitalized for diabetic ketoacidosis on (B)(6) 2014 at 4:45pm. The patient's blood glucose level at the time of admission to the hospital was 506 mg/dl. The patient was treated with a manual injection of insulin. The patient's blood glucose at the time of the phone call was at 124 mg/dl. The caller was a nurse from the hospital that stated the mother is requesting a new insulin pump to be sent because her daughter needs a pump. The patient was still wearing her original insulin pump during the time of the hospital visit. No further information was provided.